Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. The customer reported receiving a high sensor reading and consequently experienced cramps in the leg, he fell and lost consciousness. The paramedic was called and upon their arrival, a blood glucose reading of 1.7 mmol/l was obtained compared to the sensor reading of 5.4 mmol/l. The customer was diagnosed with hypoglycemia and treated with 4ml of glucose. There was no further information provided. There was no report of death or permanent impairment associated with this event.